Event description:
It was reported that during a percutaneous coronary intervention, shaft fracture occurred. Vascular access was obtained via radial artery. The de novo, 28mm in length, 3.5mm in diameter, 85%stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery with more than 45 and less than 90 degrees bend. A non-bsc guide wire and non-bsc guide catheter was used to cross the target lesion. The lesion was pre-dilated with a 2.5 x 20mm apex balloon catheter. A 28 x 3.50mm taxus liberté stent was selected to treat the lesion but when the physician opened the package, it was noticed that the advancer rod was fractured. The procedure was completed with a 3.2 x 28mm non-bsc stent. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the catheter was returned in two sections due to a hypotube break at 420 mm from the manifold strain relief. The hypotube had minor kinks along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, shaft fracture occurred. Vascular access was obtained via radial artery. The de novo, 28mm in length, 3.5mm in diameter, 85%stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery with more than 45 and less than 90 degrees bend. A non-bsc guide wire and non-bsc guide catheter was used to cross the target lesion. The lesion was pre-dilated with a 2.5 x 20mm apex balloon catheter. A 28 x 3.50mm taxus liberté stent was selected to treat the lesion but when the physician opened the package, it was noticed that the advancer rod was fractured. The procedure was completed with a 3.2 x 28mm non-bsc stent. No complications were reported and patient's status is stable.